Event description:
It was reported that (1) device was used during a sigma procedure. It was reported by the affiliate that the ecs33 instrument could be fired without showing any problems. The device stapled but did not cut at all. The surgeon then decided to remove the instrument by cutting it off the tissue. The intestine was prepared for a new anastomosis which was completed by suturing. There were no further complications. The surgeon did not see any reason why the device did not cut. The surgeon is using ehticon circular staplers since a few years, but very rarely. The failure occurred under controlled conditions and the anastomosis could be completed sufficienty. Ehticon gmbh decided that the case described above is neither a reportable incident nor a near incident.